Event description:
It was reported that the lead perforated the rv apex. The lead was explanted and replaced. The physician suspects a lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.